Event description:
The customer received a blood glucose reading of 499mg/dl from the breeze2, and a reading of 140mg/dl from another meter.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips were sent to the customer.